Manufacturer narrative:
(B)(4). Meter returned on 5/3/2016; qc evaluation completed on 5/4/2016 with no problem found. Most likely underlying root cause of malfunction: user's test strips had a poor fill.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 200mg/dl-250mg/dl fasting. Verified the strips expire 1/31/2018. Customer confirms the strips have been properly stored and were first opened 2/28/2016. Customer performed a back to back blood test and obtained 296mg/dl and 318mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 30mg/dl, 40mg/dl. Customer complaining that meter is not reading properly. Customer states that monitor the glucose levels and expected glucose level range is between 200-250 mg/dl, as recommended by her physician, customer recently ran two blood tests and received a 40 mg/dl and then a 30 mg/dl but customer states did not feel any symptoms of hypoglycemia. Customer states the time was not set up correctly for last 5 results obtained from meter's memory.

Manufacturer narrative:
(B)(4). Device does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 200mg/dl-250mg/dl fasting. Verified the strips expire 1/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 296mg/dl and 318mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 30mg/dl, 40mg/dl. Customer complaining that meter is not reading properly. Customer states that monitor the glucose levels and expected glucose level range is between 200-250 mg/dl, as recommended by her physician, customer recently ran two blood tests and received a 40 mg/dl and then a 30 mg/dl but customer states did not feel any symptoms of hypoglycemia. Customer states the time was not set up correctly for last 5 results obtained from meter's memory.